Manufacturer narrative:
Investigation summary: bd received 50 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed, however the nature of the foreign matter could not be identified from the photo. Additionally, all 50 customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula or needle in the fluid component path. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the fbn, it found that there were fm in flashback window and fm on the IV cannula."